Manufacturer narrative:
Reference number: (B)(4). (B)(6). The part number and lot number of the component is unknown, therefore the device history record could not be reviewed and a complaint history search for related complaints could not be conducted. Device remains implanted at this time. This device is used for treatment. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. This report is 4 of 4 for this patient: 0001822565-2017-03548, 0001822565-2017-03584, 0001822565-2017-03585, 0001822565-2017-03586.

Event description:
It is reported that the patient is experiencing radiolucency after a total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.